Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro drug-eluting stent system was selected for treatment of a mildly calcified lesion (80% stenosis degree) in a mildly tortuous part of the cx bifurcation to the lad. The stent could not be deployed due to balloon leakage.

Event description:
The orsiro drug-eluting stent system was selected for treatment of a mildly calcified lesion (80% stenosis degree) in a mildly tortuous part of the cx bifurcation to the lad. The stent could not be deployed due to balloon leakage.

Manufacturer narrative:
Combination product: yes. The returned device was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned product revealed that the balloon is still well folded and shows no signs of inflation. The stent is not damaged or displaced. The shaft is slightly kinked at the guide wire exit port. Microscopic inspection of the guide wire exit port revealed that both the guide wire lumen and the inflation lumen are sliced open longitudinally over a length of 8.2 mm. During functional testing water was found leaking from the sliced area distal to the guide wire exit port. The balloon could not be inflated. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each device is tested for air tightness by means of a helium leak test. We can therefore confirm that the device was delivered in a leak-proof condition. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The damage at the guide wire exit port was most likely caused due to the handling during the procedure.